Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was resistance retracting the guidewire. During preparation it was observed that there was resistance when loading the guidewire into the catheter. They proceeded to use the catheter for the case and during the procedure there was "resistance in the handle" when retracting and advancing the guidewire during the procedure. Treatment was still completed using the original catheter and wire. No patient complications occurred. The catheter is not expected to be returned as it was disposed of by the facility.